Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indication system device intended for use in treatment was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The complaint symptom is aligned with unintentional user triggering of the deployment sleeve during removal from the packaging. This can cause premature deployment of t1. Per IFU: ¿if the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contain recommendations and precautionary statements for proper use of product. No root cause related to the manufacture of the device was confirmed. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further action required this time. Allegation rate of occurrences continue to be monitored via surveillance.

Event description:
It was reported that during a procedure the fast-fix second plate was not out. The procedure was successfully completed with a backup device and no delay was reported, no patient complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.